Event description:
It was reported that after a therapeutic endoscopic retrograde cholangiopancreatography that was completed using the subject device, the distal cap was noted to be missing from the endoscope. The patient was resedated, and the cap was retrieved. The patient was under general anesthesia for both procedures, which took 3 hours and 18 minutes. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number (B)(4). This report has been submitted by the user facility under this MDR report number mw5159416. This report is related to the following linked patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the distal cover likely detached from the scope due to the following factors: 1. The distal cover was insufficiently attached. 2. The user applied a load of friction to the distal cover by twisting, pushing, and pulling it inside the body cavity, or stress such as interference with the mouthpiece during the procedure. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿operation ¿ precautions¿. ¿preparation and inspection - attaching accessories to the endoscope¿. This supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.